Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead became dislodged. As a result, the lead was successfully repositioned. It was indicated this patient was not pacemaker dependent. No additional adverse patient effects were reported.